Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead¿s connector pin broke free when attempting to insert the lead into the device header. The lead was not used. Another lead was implanted successfully. There were no adverse consequences to patient. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The connector pin and connector cap were found pulled out of the connector assembly consistent with excessive forces during implant procedure. Evidence of solvent bond between cap and connector assembly was observed and the cap was found in place and intact on the connector pin. This is consistent with the observation from the field of lead terminal pin separation.